Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated infusion set issues, including bent cannulae and leaks, which coincided with persistent hyperglycemia despite multiple site changes and led to wasted infusion supplies; blood glucose trended down only after additional troubleshooting and a subsequent site change. Symptoms included elevated blood glucose levels. Outcomes included replacement infusion sets being shipped to account for the reported waste. Investigation included a review of the complaint details and device use information. Investigation of this case revealed that the cause of the hyperglycemia was unclear and associated with infusion set performance issues. It was concluded that the event involved hyperglycemia with an undetermined root cause related to infusion set function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.